Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unknown. A peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. It was unknown if pd therapy was ongoing.

Manufacturer narrative:
(B)(4).sample not available.